Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep was contacted by the physician saying the patient had rapid depletion. The patient did not have high settings and was running 2.65v on one side and 2.8 on the other. The voltage was t 3.13v in march, 2.95v in april, and 2.86v in july. No symptoms were reported.